Manufacturer narrative:
Device evaluation: product was not returned, and photos/ x-rays were not provided. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A revision surgery was performed to remove a mobi-c device at c5/6 due to instability, listhesis, and myelopathy. The level was converted to a fusion. The patient's symptoms improved after the revision. The surgeon stated this was probably not device related.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed to remove a mobi-c device at c5/6 due to instability, listhesis, and myelopathy. The level was converted to a fusion. The patient's symptoms improved after the revision. The surgeon stated this was probably not device related.